Event description:
Rptr stated that pt obtained blood glucose results of 115 mg/dl and 186 mg/dl, at 6:00 am, on the compact plus sys. Based on the value of 186 mg/dl, pt reportedly delivered 6 units of humalog and had breakfast. At 7:51 am, pt reportedly retested blood glucose, on the compact plus sys, and obtained a result of 135 mg/dl. Rptr stated that, 10-12 mins later, pt began exhibiting symptoms of hypoglycemia. At an unspecified time, a police officer reportedly assisted pt in drinking cola and contacted an emergency physician for assistance. Rptr stated that, at 8:21 am, the emergency physician arrived. At 9:18 am, pt's blood glucose was reportedly tested on the emergency physician's device with a result of 142 mg/dl. Over the next 4 mins, the pt's blood glucose was repeatedly tested on the compact plus sys with results of 142 mg/dl, 186 mg/dl, and 408 mg/dl. No add'l treatment was reported. The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in other country.